Manufacturer narrative:
Additional MFR narrative: the claimed erc was requested by livanova for a dedicated investigation. During investigation, the error message reported by the customer could be confirmed. The clamp remained in the close position and the error message "arterial clamp defective" was displayed. The complete motor and the clamp shaft were replaced and the issue was solved. However the root cause of the reported malfunction could not be determined.

Event description:
See initial report.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 erc tubing clamp / 620 mm. The incident occurred in (B)(6). Livanova (B)(4) initiated an investigation. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that the s5 erc tubing clamp / 620 mm switched correctly in the closed position when the level sensor alarmed at the end of the procedure. The user, in order to infuse residual volume of blood to the patient, manually opened the clamp. Once the blood was delivered, the user had to close the clamp but the function buttons on the system control panel disappeared and an error message related to the clamp popped up. The user cleared the alarm and the buttons appeared again. The user could proceed without further issues. There was no report of patient injury.